Manufacturer narrative:
(B)(4).

Event description:
It was reported there was oversensing on the atrial channel while the device was in ams. The patient presented via (B)(4) remote transmission with episodes of at/af detection. Programming changes were recommended.